Event description:
The retort lid came down on the small finger on the right hand of a member of the laboratory staff when removing tissue from the instrument. The serial number of the instrument was not specified. Treatment (details not provided) in the emergency room was required.

Manufacturer narrative:
Information provided by the laboratory supervisor indicates that the staff member involved did not push the lid up completely when removing tissue from the instrument, and the lid came down onto the small finger of the right hand. The root cause for the injury sustained by the staff member was a use error. The lid was not pushed up completely during the user interaction with the instrument when removing tissue. The leica peloris / peloris ii user manual includes a warning that the retort lids could crush fingers or hands.